Event description:
The pt was having coupling and communication issues with his implantable neurostimulator. The pt was able to achieve coupling and charge his device, but then received a power-on-reset indication. No pt symptoms were reported. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.

Manufacturer narrative:
(B)(4).